Event description:
Patient reported insulin leaking from the cartridge. Patient stated he noticed because he saw condensation in the cartridge compartment. Cartridge was discarded. No adverse event reported. Cartridge will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.